Event description:
The pt was implanted with an extended lead lvad in 2003. In 4/2003, the hosp informed the MFR that in 2003, while sleeping the pt rolled over and inadvertently disconnected the lvad system controller from the vad percutenous drivline. The lvad percutaneous lead was reconnected to the lvad system controller. The pt remains ongoing on lvad support utilizing the same lvad system controller without further incident while awaiting a heat transplant.